Manufacturer narrative:
The part was returned for further investigation and the u19 pin 4 was internal shorted to pin 10 on the pm pcba created the 1007 error code vent inop.

Event description:
The fse (field service engineer) reported that during servicing, the ventilator alarmed with a pressure sensor failure occurrence. The fse reported there was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The fse (field service engineer) reported that during servicing, the ventilator alarmed with a pressure sensor failure occurrence. The fse reported there was no patient involvement.